Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician implanted the bsc device: dr. (B)(6).

Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was used during a procedure on either (B)(6) 2010 or (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.